Event description:
Same case as MFR#2134265-2011-05715. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Access was obtained via the right femoral artery. The 100% stenosed lesion was located in the moderately tortuous and calcified right popliteal artery, peroneal artery, and anterior tibial artery. The popliteal artery was predilated with a 2.0x20mm sterling es balloon. Then the physician advanced a 2.0x120mmx150cm sterling sl balloon to dilate the lesion further. The sterling sl balloon was inflated to 6atms. On the second inflation the balloon ruptured at 10atms. The procedure for popliteal artery was completed with a 2.0x150mm sterling sl balloon. Then a non-bsc guide wire was advanced to the anterior tibial artery lesion. The lesion was predilated with a 1.25x10mm non-bsc balloon and a 1.5x20mm sterling es balloon. The physician further dilated the lesion with a 2.0x20mmx143cm sterling es balloon, but the balloon ruptured at 6atms upon the 1st inflation. The procedure was completed with sterling es 2.0x40mm and sterling sl 2.0x150mm. No additional patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).